Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped in water. Customer's blood glucose level was not impacted. Reportedly, the malfunction was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped in water. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections as alternate insulin therapy.